Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis revealed bent pins within power port two (2) and the serial port of the controller. The bent pins in the power port did not allow a power source to properly connect to the controller. The bent pin in the serial port did not allow a data cable to properly connect to the controller. As a result, the reported bent pins event was confirmed. Supplemental testing revealed that after the connectors were replaced, the controller performed as intended. Review of the alarm log file from the controller revealed a vad disconnect alarm logged on 30-oct-2019 at 19:37:50, indicating of a physical disconnection of the driveline from the controller. When a vad disconnect alarm occurs, the controller will display a "vad stopped" message. As a result, the reported "vad stop" alarm was confirmed. Review of the event log file from the controller revealed that a motor start event was logged on 30-oct-2019 at 19:55:49, followed by three (3) low flow alarms. As a result, the reported low flow event was confirmed. No controller power-up events were logged on 30-oct-2019. As a result, the reported double disconnect event could not be confirmed. A second vad disconnect alarm was logged on 31-oct-2019 at 00:46:25 followed by a controller power-up event at 00:46:49, likely due to troubleshooting and/or to the reported controller exchange. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Based on the risk documentation, possible root causes of the reported low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the reported bent pins within the power port can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the bent pin in the serial port can be attributed to a misalignment between the serial port and data cable. An internal investigation was opened to investigate bent/damaged pins with controller 2.0. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial#: (B)(6); d10: yes, return date: 11-11-2019; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3243 h6: FDA conclusion code(s): 19, 22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 30-sep-2019, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 18-sep-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down, unresponsive at home with the driveline and both power sources disconnected. The ventricular assist device (vad) had stopped and a vad stop alarm had triggered. The patient was in cardiac arrest and chest compressions were initiated. Approximately 10-12 minutes after the vad stop, it restarted with no flow initially. It was noted that they could not reconnect to the controller because it had bent pins, so they connected to the backup controller. The patient was resuscitated and taken to the emergency department; a head computerized tomography (CT) was performed with negative results. They were treated with medication, intubated, sedated, and put on advanced cardiac life support while they continued to have low flow. The patient had severe neuro deficit post incident and the decision was made to transition patient to comfort care. The patient subsequently expired. The patient was a participant in the endurance supplemental trial improved blood pressure management clinical study.